Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call low blood glucose, frozen display, blank display and keypad anomaly. Customer's blood glucose level was 46 mg/dl. Customer treated their low blood glucose with apple juice. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump beeped but the number did not ramp up on their own. Customer advised the buttons were unresponsive. Customer removed the battery from the device and replaced it with a new battery which resulted in a blank display. Troubleshooting for blank display was performed. Customer's screen was not frozen and the minutes did change. Customer removed the battery for 10 minutes, received a battery out limit alarm, then they received an unexpected restart alarm and the display screen remained blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.